Manufacturer narrative:
The insulin pump was received with a constant a35 alarm during rewind due to motor encoder signal out of phase also, corrosion was found on the motor assembly noted. Unable to perform self test, off no power test, a21 error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test, excessive no delivery test and operating currents measurements due to constant a35 alarms. Unable to verify motor error alarms due to constant a35 alarms. The insulin pump had minor scratches on the lcd window, cracked lcd window, cracked case at the display window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of motor error and motion sensor test failure from the insulin pump. The customer's blood glucose reading was 260 mg/dl. The customer stated that the pump failed overnight and he cannot get it to work. The customer received a motor error when he was sleeping. The customer tried to clear the motor error and received a motion sensor test failure alarm. The customer had multiple motion sensor test failure alarms after a motor error. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.